Event description:
It was reported that the device had a wrench and a battery highlighted on the handle's lcd display. It was also indicated that after the on/off button is depressed, multiple squares appear on the lcd on top of the unit. The device will then not power off by depressing the on/off button a second time. The battery has to be removed to get the squares on the display to disappear. When trying to enter the service mode, the device will not go pass the black squares in the display. The unit is inoperable. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.